Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed (through the history log) but did not reproduce the sys error 322. The device was operating out of specification. Past repairs have shown the upper and lower auxiliaries to be failing components. The upper and lower auxiliary assemblies were replaced. Sys error 322 will occur when the pump transitions from door open state to door closed/set-loaded state and the lower link does not activate. Baxter has initiated a CAPA to further investigate this issue.

Event description:
It was reported that a spectrum pump alarmed sys error 322 in the obstetrics care area. It was also reported that there was no pt involvement.